Event description:
A physician was seeing over drainage when using an osvii "lo pro" in a child. She was also seeing "slit ventricles and brain pressure" in this case. She had to make a revision and changed the system to padigav-valve. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.